Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient¿s status after the device was removed was they recovered without sequela and there was no patient injury.

Manufacturer narrative:
Supplemental to update (B)(4) (B)(4) analysis of the electrical lead (B)(4) found that the distal end of the lead had a broken conductor. Product ID 3777-60 (B)(4) implanted: (B)(6)2013 explanted: (B)(6)2018 product type lead product ID 3777-60 (B)(4) implanted: (B)(6)2013 explanted: (B)(6)2018 product type lead information references the main component of the system. Other relevant device(s) are product ID: 3777-60, (B)(4), ubd: 2016-10-08, (B)(4); product ID: 3777-60, (B)(4), ubd: 2016-10-08, (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative. It was reported that approximately 2-3 week ago, patient reported a shocking sensation when turning head any direction and a change in the quality of the stimulation sensation. The device was checked by a manufacturer representative but changes made to programming did not alleviate the issue. Patient made an appointment with original surgeon. X-rays were taken and no shift was noted from the original lead placement. On (B)(6) 2018, while at the lead revision, rep checked impedances and battery and all were within normal limits. Rep tried different programming and the patient experienced uncomfortable sensation. Patient denied any unusual event associated with the issue. Both leads were explanted and replaced with new (B)(4) leads. Post operatively, the rep programmed the new leads and the patient got good stimulation in his usual pain areas and ¿no shocking¿ sensation was experienced by the patient. Impedance and battery verified, all were operating normally and the issue was resolved. The leads were going to be returned for analysis. No further complications were reported/anticipated. The indication for use is non-malignant pain.